Event description:
Healthcare professional reported, "deflation". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-breast: observed, one opening assessed, as unidentified (tear) opening. As per the investigation procedure: wear abrasion and creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b1, b5, b6, d6b, d9, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.